Manufacturer narrative:
The insulin pump was received with a blank display, due to a short on the interface board.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.